Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, the continuous glucose monitor read as ¿high¿. Customer administered a manual injection to address high bg. The customer reverted to an alternate method in insulin therapy.